Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately two hours of intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The perfusionist later noticed blood in the gas line, which he contributed to an iab rupture. A cut down had to be performed to remove the iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complaint record ID # (B)(4).

Event description:
It was reported that after approximately 30-45 minutes of intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The perfusionist later noticed blood in the gas line, which he contributed to an iab rupture. A cut down had to be performed to remove the iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).